Event description:
It was reported that the devices have been having fleeting cycling issues and other unexpected mechanical noise issues. No patient injury was reported.

Manufacturer narrative:
One device was received with no apparent physical damage. Missing battery. The complaint could not be replicated. The device functions with a slightly more high-pitched noise on "nam" only as it should at mid tidal volume settings. Slight rattling from the battery compartment, loose string. No problem found with cycling, and the issue may be intermittent. All mechanical sounds are as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken as no device fault was found. The tamper proof seal was replaced.